Event description:
It was reported that the device had its service indicator illuminated and had logged multiple event codes. Upon initial evaluation by physio-control, it was observed that the device would charge, but not deliver its defibrillation energy, in addition to the event codes. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device will be returned to the customer for use.